Manufacturer narrative:
Two photos were provided for evaluation; both photos provided confirm the complaint of a spill of the drug occurred onto the syringe., from the photo, probable cause is stick down of the microclave. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Two (2) photos provided for evaluation; both photos provided, confirm the complaint of a spill of the drug occurred onto the syring. Probable cause is stick down of the microclave.

Event description:
The event involved a chemoclave¿ vented vial spike, 20mm where the customer reported that during the insertion of the device into the bottle of drug (gemcitabine) with a suitable procedure, a spill of the drug onto the syringe and gloves of the operator was reported by the customer. Actions taken: decontamination of the affected area and replacement of the drugs. This was a first time use of the device and the issue occurred during compounding/preparation. There was no patient involvement, and no adverse event/human harm. There was an unspecified delay in therapy, but there was no need for medical intervention and no blood loss. The device was replaced and therapy was completed. There was no unprotected exposure to chemotherapy for a patient, but there has been contact with the spillage of chemotherapeutic drug for the healthcare worker. The spill kit has been used to sanitize the affected area.